Event description:
It was reported that during a foot and ankle procedure, the tps handpiece cord was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a foot and ankle procedure, the tps handpiece cord was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document the device evaluation results. Conclusion - evaluation conclusion: the device was scrapped by the manufacturer. Additionally, the event of the device overheating as alleged by the customer was not duplicated during the manufacturer's device evaluation. The manufacturer service technician evaluated the cable and did not observe any heat symptoms.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.